Manufacturer narrative:
A device history record (DHR) review was performed on 316.006 / lot # 6312173: release to warehouse date: 29-jan-2010, expiration date: na, manufactured by: (B)(4). No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed. The returned instrument was evaluated at customer quality and the complaint condition was able to be confirmed. The needle component had broken off and the ball bearing on the side of the slider was missing. The protection sleeve and needle were not returned. Although the definitive root cause could not be determined, it is likely that consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. A visual inspection and drawing review were performed as part of this investigation. Replication of the complaint is not applicable as the complaint condition was visually confirmed. This complaint is confirmed. The 319.006 depth gauge is an instrument routinely used in the 2.4mm lcp distal radius system per relevant technique guide. Relevant product drawings were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. During the investigation no product design or manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2017, the tip of a synthes 2.0mm/2.4mm depth gauge broke off. There was no delay or adverse event reported and the procedure was completed successfully. No patient information was reported. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).